Event description:
It is reported that the pt was revised due to pain and loosening. The femoral component was found to be loose as well as the tibial component failing to interdigitate with the pt's bone stock.

Manufacturer narrative:
Review of surgical reports provided indicates surgical technique was followed. The revision surgery indicated that both femoral and tibial implants were loose. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of product, x-rays or further info. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs.